Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. During the evaluation, a failed upstream sensor was found which caused the upstream occlusion alarms. The failed upstream sensor was replaced.